Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of returned device showed the acetabular inserter's threads had fractured, as stated in the complaint. Product likely failed due to misuse by product being put through bending overload force or product was not thoroughly inspected for wear and disfigurement prior to use.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ device availability: the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported that during an initial total hip surgery on (B)(6) 2015, the threaded tip of the acetabular inserter fractured while the surgeon was inserting the implant. A piece of the inserter was retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.